Manufacturer narrative:
Complaint (B)(4). No samples (actual or unused) were provided by the customer. We have no further complaints on the material/batches. No clarification or further information was received from the customer. A check of quality, production and maintenance records shows no deviations related to the reported event. The complaint cannot be determined.

Event description:
Customer states they are getting instrument errors saying "invalid/fibrin clot cancellations of coagulation testing (pt, ptt)".